Event description:
It was reported that (1) device was used during a pyrolojejunostomy and roux-en-y anastomosis. It was reported by the affiliate that the cdh29 was used in the procedure. Bleeding at catheter did not stop even after two hrs after surgery. The pt was reoperated (converted to open) and found bleeding was from jejunum side of anastomosis area. Hand sutured and completed the surgery. Pt also had a blood transfusion.